Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l needle disengagement was difficult after placing the catheter, user tried to remove safety mechanism, but the needle stayed in the catheter. When did the incident occur? During use catheter was successfully placed, afterwards user tried to remove the safety mechanism, but the needle stayed in the catheter. According to the user to major resistance was felt. Only the rear part of the safety mechanism was removed (see attached picture). According to the user, no pressure was excerted on the needle/catheter during removal of the safety mechanism. Afterwards a new catheter from same lot was used without a problem. Unfortunately the needle and catheter were thrown away, so only the remaining safety mechanism and 3 additional new catheters of the same lot will be returned as samples. Catheter was placed on the left wrist.

Manufacturer narrative:
3 vps representative samples (batch#3276083, material#393224) were subjected to visual inspection and functional separation force test, all results passed, and needle safety shield for all the samples were fully activated. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause could not be determined. Complaint trend would be continued to be tracked and monitored.

Event description:
After placing the catheter, user tried to remove safety mechanism, but the needle stayed in the catheter. When did the incident occur? During use. Catheter was successfully placed, afterwards user tried to remove the safety mechanism, but the needle stayed in the catheter. According to the user to major resistance was felt. Only the rear part of the safety mechanism was removed (see attached picture). According to the user, no pressure was excerted on the needle/catheter during removal of the safety mechanism. Afterwards a new catheter from same lot was used without a problem. Unfortunately the needle and catheter were thrown away, so only the remaining safety mechanism and 3 additional new catheters of the same lot will be returned as samples. Catheter was placed on the left wrist.